Manufacturer narrative:
Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their charging system and programmer are no longer able to communicate with their ipg due to it being inoperable. Troubleshooting was unable to provide resolution. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.